Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital to have a normal pacemaker replacement. Prior to procedure, the device and leads were checked and found within normal limits. The patient was taken to the procedure room. After opening the pacemaker pocket, the physician removed the right atrial (ra) lead and connected directly into the new pacemaker. The ra lead was found not capturing and exhibited low, out-of-range impedance. The lead was reconnected three times with no success. The physician suspected possible damage to the ra lead during the procedure due to the ra lead impedance change and loss of capture, but the physician did not verify for any damage. The physician elected to not place a new ra lead and programmed the pacemaker to vvir. The ra lead remained implanted in the new pacemaker. The patient was stable.